Manufacturer narrative:
Model number/catalog number: 72404310, serial number: n/a, batch/lot number: 1000211777, model/catalog description: pump ms, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404161, serial number: n/a, batch/lot number: 1000169149, model/catalog description: reservoir 65ml pc, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of device damage and mechanical issues were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital with a non-functional device. Two weeks later, a surgical procedure was performed and upon inspection, there was a hole found in the right cylinder. As a result, the physician removed and replaced the right cylinder. The patient was stable following the procedure, and there were no patient complications reported.